Event description:
It was reported that the user experienced sustained hyperglycemia, with sensor glucose 268 mg/dl and confirmatory fingerstick 270 mg/dl, after the ilet had been paused for about four hours; the user noted the pause was accidental and chose to disconnect from the ilet for two hours and administer subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia and increased thirst. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device-related findings and insufficient information to identify a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.